Manufacturer narrative:
Initial reporter is the patient. (B)(4). Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, implanted: (B)(6)2018, explanted: (B)(6) 2018, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that after the patient's pump implant (on (B)(6) 2018) the patient experienced severe pain. She said she was in more pain after implant than before it was implanted. A catheter revision was done on (B)(6) 2018 which resolved the pain. After the revision, however, she had lymphedema "really bad." The patient said one of the medications caused the lymphedema so she assumed that the doctor "didn't put that medication in her pump." It was noted that another procedure was scheduled due to the lymphedema. No specific date for that procedure was provided. The patient was redirected to discuss her concerns with her health care provider (hcp). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.